Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inc. It was reported that lipids are leaking in the filter cartridge when administered this has happened twice. Registered nurse on 3 tower found that tpn (total parental nutrition) was leaking from the backside of the filter cartridge of the 1.2 filter tubing this evening. Customer bring this to our attention as lipids were found leaking from tubing on this same patient this morning. They can't be sure which lot it came from, but the package he left on your desk came from the same supply box in the med room closest to the patient's room. I asked that the registered nurse request tubing from a different lot number when replacing it this evening to see if it occurs again. He has narrowed it down to the below possible lot numbers which were used to start the 5/28 (2200) dose of tpn and lipids. Unfortunately, staff did not know which tubing was used for which medication, but the two opened packages were the only 1.2 micron tubing packages in the garbage in the med room staff used to prime the tubing. Lot 14481930: (on package is "m s" in pink. This tubing he got from m s) after additional garbage investigation, he found more tubing containing lipids and an opened package of 1.2 micron filter packaging matching this same lot number (on package is "likely matching" in pink). This package could be from the tubing in your office or from the tubing found near it. Lot 14576672: (from cpd). There were patient involvement and no patient harm.